Event description:
It was reported that insulin gauge displayed amount different than expected, as pump showed a current fill estimate of 80 units and caller believed this was incorrect. There was no reported impact to the customer¿s blood glucose level. Customer had not removed air from cartridge prior to filling, so technical support advised completing cartridge air removal step before filling in future, and customer declined to load new cartridge, chose to continue using current cartridge, and planned to follow up if necessary.